Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the videoscope experienced a connection issue, with error message e215 (scope error) displayed. There was no patient involvement associated with this event.